Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: e1: the reporter¿s phone number was not provided. Device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, when the patellar cut was started, it was observed that the motor of battery handpiece device or saw head of the sagittal saw attachment device did not have force or did not function properly. The exact device malfunction was not provided. According to the report, the battery was changed but the malfunction persisted. It was reported that a spare device was not available for use. The specialist then decided to close the patient¿s wound and reschedule the procedure. The surgery was not completed successfully. There was patient involvement reported. There were no reports of prolonged hospitalization. Additional information was requested regarding the nature of the device malfunction, however no additional information was available. All available information has been disclosed. This is report 1 of 2 for (B)(4).